Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 422 mg/dl and their sensor glucose read 60 mg/dl. Customer has treated their blood glucose with the insulin pump. It was also found the customer's blood glucose was high because they consumed food without treating with insulin. The customer also reported their previous sensor was bent. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.